Event description:
A user facility reported that a surgeon had exchanged an intraocular lens (iol) in a pt, due to the iol being the wrong power. The user facility stated that pt had previously had lasik surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 12/04/2008 by fax and mail. A completed questionnaire has not been rec'd.